Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile on both sides and experienced left side breast implant deflation and bilateral ptosis postoperatively. As a result, patient underwent explantation and replacement on (B)(6) 2020 with catalog number 3507235mc and serial number (B)(4) on the right side, and with catalog number 3507235mc and serial number (B)(4) on the left side. This report is for the patient¿s right-sided device.